Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient  pulled out left wire on her back. No symptoms reported.  No further complications were reported/anticipated at this time.